Event description:
It was reported that the patient stopped charging their scs ipg per manufacturer recommendation. As a result, the ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue.